Manufacturer narrative:
There are no allegations of system or component failure and no records of complaint on file for this patient. The procedure was performed in preparation for a joint replacement and not due to any issues with the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat knee pain. In (B)(6) 2023 the firm was notified that the patient would be moving forward with a total knee replacement and would be explanting the nalu system prior to the joint replacement occurring. On (B)(6) 2024 the firm discovered that a full system explant had taken place on (B)(6) 2023. The firm was not notified at the time of the explant and no representatives from the firm were present for the procedure.